Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03114. The pt received an scs system, including two percutaneous leads placed cervically, on (B)(6) 2011. It was reported that the pt has been feeling overstimulation sensations at the tunneling site where the doctor did a second tunneling in her lower left back. The pt felt this sensation 2-4 times per day, and it did not seem to be positional. The pt stated that overstimulation sensation occurred mostly when she was moving, not standing still. Diagnostic tests revealed all impedances were low except lead contacts 1 and 9. An x-ray is going to be performed to check for connection integrity. No further pt complications were reported.